Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a st elevated myocardial infarction (stemi) with thrombus. After aspiration thrombectomy with a non-abbott aspiration catheter, the 3.5x48mm xience skypoint stent delivery system (sds) was advanced to the de novo lesion in the mildly calcified proximal right coronary artery (prca). The stent was implanted using low pressure to affix the thrombus to the vessel wall. Post stent implantation, new thrombus was noted in the distal stent area and the patient experienced sinus tachycardia with no reflow syndrome into the distal rca. An aspiration device was advanced but met resistance crossing the xience skypoint stent, resulting in a deformation of the proximal end of the stent. Balloon dilatation was performed to treat the proximal stent malformation. Additionally, a 3.0x38mm xience sierra stent and a 3.0x48mm xience xpedition were implanted after multiple dilatation with 3.5mm nc balloons to treat the malformed stent and the thrombus. Medication in was administered to treat the thrombus. Post procedure, the flow was adequate and the patient was taken to the intensive care unit. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect(s) of "coronary or stent thrombosis" is listed in the abbott next generation drug eluting stent 48mm instructions for use as a known patient effect(s) of coronary procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the aspiration device was advanced interaction with the deployed 3.5x48mm xience skypoint stent resulted in the reported difficult to advance. Manipulation of the device resulted in the reported material deformation and the reported device damaged by another device damaged. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.